Event description:
During remote follow-up, oversensing due to myopotentials was observed on the right ventricular (rv) lead. The lead was explanted and replaced and the patient's condition was stable following the procedure. There were no adverse consequences.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies with the exception of that incurred at the time of explant.